Event description:
It was reported that a lcs15 was used during a fundoplication. It was reported by the affiliate that the "lcs" scissors do not close parallel at the branches, thus no exact coagulation/cutting. Two "op's" had to be exchanged. There was no consequence to the pt.